Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the posterior side assessed as fold flaw opening. Additional observations. ¿ crease fold observed. ¿ no penetrating nick stress marks.

Event description:
Patient reported left side rupture. Healthcare professional later confirmed a left side rupture and capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional later confirmed a left side rupture and capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.